Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "pelvicol".

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). (B)(4).

Event description:
Per additional information received, the patient has experienced mesh removal surgery (stopped due to severe bleeding) may require further surgery in the future, but this would most likely involve a colostomy for complete removal of mesh, diverticulosis in the sigmoid colon, bladder spasms, incomplete bladder emptying, vaginal trigger point injections x 2, microscopic hematuria, pain with bowel movements and urgency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Per additional information received, the patient has experienced mesh removal surgery (stopped due to severe bleeding) may require further surgery in the future, but this would most likely involve a colostomy for complete removal of mesh, diverticulosis in the sigmoid colon, bladder spasms, incomplete bladder emptying, vaginal trigger point injections x 2, microscopic hematuria, pain with bowel movements and urgency. Other relevant history unilateral oophorectomy, pelvic pain, incomplete bladder emptying requiring self-catheterization for five months prior to implant surgery, diverticulosis, urinary frequency, overactive bladder and a kidney stone. Anterior and posterior repair using avaulta mesh, sacrospinous fixation, perineoplasty and a transvaginal transobturator taping procedure using a uretex device. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason/ indication for mesh implantation: pelvic floor prolapse. Procedure (s) performed: anterior and posterior repair using avaulta mesh, sacrospinous fixation, perineoplasty, and a transvaginal transobturator taping procedure using an uxetex device. Concomitant implants: uretex, avaulta solo posterior synthetic support system. Postoperative complications: (B)(6) 2008: some urinary frequency and noticed blood in her urine. Residual urine 109 ml. Assessed with urine retention, incomplete bladder emptying, prolapsed ureteral mucosa. Follow-up 4-6 weeks. (B)(6) 2008: in-office suture removal: there is irritation and erythema noted in the vulvar area. Assessed with postmenopausal atrophic vaginitis, incomplete bladder emptying, and rectocele, vaginal cream, sutures removed. Perform kegel exercise. Follow-up 3 weeks. (B)(6) 2008 - (B)(6) 2009: suprapubic and vaginal pain started after 10-hour work day. Minimal erythema. Small area induration beneath incision. Suprapubic midline scar and mild tenderness noted. There is irritation and erythema noted in the vulvar area. Assessed with atrophic vaginitis, prolapsed ureteral mucosa, dyspareunia, and cystocele. (B)(6) 2009: vaginal pain, extreme pressure made worse by long periods of standing. Pain occurs with intercourse. Atrophy moderate. Mesh exposure 1 cm from introitus in midline with tenderness-reproduces component of pain syndrome. Left sidewall at apex complains with iliococcygeus muscle- tenderness to palpation and reproduces her pain. Assessed with gu device malfunction exposed mesh. Recommended cystoscopy. Prescribed vagifem and levaquin. (B)(6) 2009: cystourethroscopy reveals a post void residual of 65 ml. Normal urethral, bladder neck and findings. (B)(6) 2009: surgical scars at umbilicus and pfannenstiel incisional clear. Assessed with exposed mesh, scheduled for mesh excision. (B)(6) 2009: underwent revision of prosthetic vaginal graft, vaginal approach. Pelvic exam under anesthesia; perineoplasty; cystoscopy for mechanical complication of unspecified genitourinary device, implant, and graft; dyspareunia under combined epidural and spinal with IV sedation.